Event description:
It was reported to boston scientific corporation that stone cone nitinol retrieval coil was used in a transurethral lithotripsy procedure. The patient was reported to be over 18 years of age. (Patient identifier, date of birth, age at time of event, sex, and weight are unknown) according to the complainant, the procedure was completed and upon withdrawal of the stone cone retrieval coil it was noticed that they needed to remove the tip fragment from the patient since it was detached. The tip fragment was removed successfully. The patient conditions were reported as good. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Method: a DHR review was performed by accellent. No issues were identified which might have caused or contributed to this complaint. Result: stone cone nitinol urological retrieval coil conclusion: the use of the device in combination with a laser contributed to this event. Analysis of the returned stone cone nitinol urological retrieval coil revealed the distal portion of the device was broken off. The most probable explanation for this is that the melting and scorching were caused by being fired upon with a laser. Therefore, the most probable root cause for this event is caused by other device (a laser).

Event description:
It was reported to boston scientific corporation that stone cone nitinol retrieval coil was used in a transurethral lithotripsy procedure. The patient was reported to be over 18 years of age. (Patient identifier, date of birth, age at time of event, sex, and weight are unknown) according to the complainant, the procedure was completed and upon withdrawal of the stone cone retrieval coil it was noticed that they needed to remove the tip fragment from the patient since it was detached. The tip fragment was removed successfully. The patient conditions were reported as good. Attempts to obtain additional information were unsuccessful.